Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l2-3 to treat spinal stenosis. It was reported that the l2 and l3 screw holes fractured during screw insertion via cbt. The l2 screw was repositioned in the pedicle and the l3 screw was left in place. The procedure was completed without any further incident. No additional complication is reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.